Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported fainting. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: unavailable. Omnipod software app version: unavailable. Operating system: unavailable. Hardware: unavailable. Cgm sensor type: unavailable.

Event description:
It was reported by the patient that they were experiencing low blood glucose levels that caused them to faint. The blood glucose levels reached an unknown level. The patient tried to drink chocolate milk to treat blood glucose levels but was not able too since they fainted.